Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he experienced hyperglycemia and hypoglycemia. The customer reported that the high blood glucose level was 15.9 mmol/l. The customer tested blood glucose to use the bolus wizard and realized that the blood glucose went down to 13.9 mmol/l. The customer reported that he connected himself and filled the cannula by mistake. The customer reported that he used to bolus wizard to correct high blood glucose. The customer also reported that she had hypoglycemia of 2.9 mmol/l from the last night because he was trying a veggie diet last night. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer also reported low battery, low reservoir and no delivery alarms on (B)(6) 2017. The high pressure test was not performed during the troubleshooting. The customer was advised that the insulin pump was working as designed. Product is not expected to return for analysis.